Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the low pump flow and suction was not determined due to no product returned, inconclusive data log review, and insufficient clinical details.

Event description:
It was reported that a patient implanted with an impella cp experienced continuous suction. Proper pump placement and fluid volume were confirmed. No patient harm was reported.

Manufacturer narrative:
A2 and a4 are unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.